Event description:
Consumer complaint of high blood results by fitness manager, (B)(6), at facility. Expected fasting blood glucose test result range from staff member is 60 to 80 mg/dl . Blood test performed with same staff member fasting produced result of 102mg/dl. Verified storage of product is within instructed specification since they are kept in facility office. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory at facility: 1: 141mg/dl, (B)(6) 2015, 12:05pm; 2: 125mg/dl, (B)(6) 2015, 09:30pm; 3: 128mg/dl, (B)(6) 2015, 12:09pm; 4: 102mg/dl, (B)(6) 2015, 12:13pm; 5: 94mg/dl, (B)(6) 2015, 12:12pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results by fitness manager, (B)(6), at facility. Expected fasting blood glucose test result range from staff member is 60 to 80 mg/dl. Blood test performed with same staff member fasting produced result of 102mg/dl. Verified storage of product is within instructed specification since they are kept in facility office. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory at facility: 141mg/dl, (B)(6) 2015, 12:05pm; 125mg/dl, (B)(6) 2015, 09:30pm; 128mg/dl, (B)(6) 2015, 12:09pm; 102mg/dl, (B)(6) 2015, 12:13pm; 94mg/dl, (B)(6) 2015, 12:12pm. Adverse event not reported.